Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; cursor jumped around the screen. Overlay/bezel assembly found out of electrical specification. Analysis also found both latch tabs were broken off of the power cord bay door and the power supply was noisy. Concomitant product: product ID 229047 analyzer . (B)(4).

Event description:
It was reported when the stylus was directed towards lower right screen (to select icon to print reports) it would redirect to top right corner of screen. Tried to replace stylus but this didn't correct the problem. The programmer was returned for repair. No patient complications have been reported as a result of this event.